Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service: since the complaint in question was submitted to hamilton medical ag more than 3 years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint indicates insufficient knowledge about the hiflowo2 mode of the device. With the information we have at our disposal, the device did not fail to meet its specifications at the time of the event while the ventilator was used. The \ "check patient interface\ " alarm occurs when the blower pressure is increased above 50mbar. The device then stops the therapy and waits. After 8 seconds it tries to start again. If the pressure rises again above 50mbar it stops again. The device is designed like that. The root cause could be a blocked cannula or a kinked tube/cannula, but the complainant did not share their findings with us despite repeated requests. We assume that there was insufficient knowledge about the hiflowo2 mode of the device. To correct the problem the complainant was instructed to use a correct patient interface or adjust the therapy that the alarm is not occurring anymore. He was informed where he could find in the operator's manual how to respond to the alarm in question. The complainant in turn informed the hospital. There was no patient or user harm reported.

Event description:
The medical staff noticed that there was no flow from the device without alarm during treatment with hi-flow mode. He used an ambu bag for the patient, so the patient wasn't harmed.